Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they tried to turn their stimulation down on (B)(6) 2017. They do not know the cause of their overstimulation or shocking issue. The patient noted that the overstimulation and shocking issue has resolved somewhat, but they are still working on it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with a neurostimulator (ins) for spinal and cervical/neck pain. It was reported that the patient had overstimulation between their waist and their knees and were being shocked from their device. It was reported that the patient noticed that their stimulation was stronger and more like a shock when they lied down and when they moved their head. The patient stated that they have turn stimulation down, but they haven¿t ever increased the stimulation settings. They also reported that they turned stimulation off at night so they wouldn¿t get shocked/jolted. It was reported that the event began in 2014, about 6 to 12 months after they were implanted. It was advised that the patient follow-up with their healthcare provider. The patient mentioned that they have already contacted their healthcare provider and are currently working on trying to figure out what could be happening